Manufacturer narrative:
This follow-up MDR is being submitted as the complete correction/removal number was inadvertantly omitted from section h10: additional manufacturer narrative of the previous submission. Correction/removal number= (B)(4).

Manufacturer narrative:
Investigation into the issue confirmed a performance shift for the architect (B)(6) impacted reagent lots due to the erroneous concentration for (B)(6) virus that was utilized during manufacture, which has the potential to generate falsely elevated control and patient sample results. An internal study using (B)(6) negative patient samples was conducted and determined that results that fall in the range of 1.00 - 1.72 s/co have the potential to be falsely reactive. A product recall letter has been issued to all customers who have received the impacted lots 03429be00, 06172be00, 08073be00, and 10353be00. The product recall letter instructs the customer to immediately discontinue the use of, and destroy, any remaining inventory of the specific 4- architect (B)(6) reagent lots and instructs the customer to contact customer support for replacement material in the event they were currently using or have inventory of one of the impacted lots.

Event description:
The customer reported that their negative controls were out of range high while using the architect (B)(6) reagent lot 08073be00. The customer confirmed on a second instrument that the controls were recovering similarly out of range high. The issue was resolved with the use of a new reagent lot and calibrator. There was no patient involvement and no impact to patient management.